Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to discuss about the reported event. The customer mentioned that the monitor uses alternating current instead of direct current; therefore, the issue cannot be the power supply. The customer opted to not send in the unit for evaluation and will order new monitors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor will not power on and also had a burning smell. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the power issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.